Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. Unable to test for blood glucose meter communication due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the blood sugar did not being transferred over to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.